Event description:
It was reported that the patient missed her refill that was due on (B)(6) 2012 because she was admitted to the hospital for a seizure attack. The reservoir was 0 and the elective replacement indicator (eri) was less than 1 month. It was reported that the patient felt "miserable" since reservoir had been empty and continues to have lower back pain that radiates down to her thighs bilaterally. It was indicated that she experienced increased pain since taking keppra for her seizure attack but the pain was reduced after she was given fentanyl patch of 75mcg every 72 hours. The pump was interrogated on (B)(6) 2012. It was planned that the patient would have a pump refill as soon as possible and a pump revision due to battery nearing end of life. The drug delivered via pump was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8590-1, lot # n0041506, implanted: (B)(6) 2005, product type accessory.